Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels of 51mg/dl. The customer treated low blood glucose levels with glucose intake. The customer declined to trouble shoot for low blood glucose levels. The customer stated having issues with infusion sets not sticking. The insulin pump is not being replaced and is not expected to return for analysis.